Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl at the time of incident. Other blood glucose value mentioned was 64 mg/dl. The customer treated low blood glucose value with food, juice. Customer reported that the insulin pump had multiple pump errors. Customer reported that they were able to clear and rewind the insulin pump. Insulin pump passed self-test. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.